Event description:
The facility reported a fail code 538, which did not occur during patient infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.